Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively to a cryo ablation procedure with an unknown outcome, the patient developed a femoral artery pseudoaneurysm. Hospitalization and vascular surgery were required. No further patient complications have been reported as a result of this event.